Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no excessive no delivery alarm and failed battery test alert due to blank display. Pump received with keypad overlay peeling. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had faded buttons. Insulin pump had no delivery alarm. Insulin pump rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.